Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31 -oct-2018 with the following findings: during investigation, the black box contains data from 10/2/2018 to 10/10/2018 with no loss of prime during this period. Pump was run and did not loss prime during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.